Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer¿s final investigation and to correct information provided on the initial report. The device was returned to an olympus service center for evaluation. Inspection found that connector for the processor and endoscope is loose, which causes the flickering image, and occasionally there is no image. The legal manufacturer determined that more than 4 years have passed since the subject product was manufactured, and it is thought that the usage frequency was high and the lock of the connector socket was worn away since the endoscope was inserted and removed many times causing the connection to become loose. Alternatively, the lock of the connector socket was could deteriorate if the the user installed the endoscope with excessive force and the connection became loose. The looseness of the connecter socket caused the communication between the processor and the endoscope to become unstable, causing a faulty image. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The following is described in the instruction manual of otv-s190: important information ¿ please read before use do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. 6.3 connection of an endoscope do not apply excessive force to the camera head by bending, stretching or crushing it. Also do not pull a bundle of camera cables, as this may cause internal wire disconnection.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the video connector socket of the device was loose. Therefore, the endoscopic image was flickering and was not displayed. The user replaced the device to another device and completed a endoscopy. There was no report of patient injury associated with this event.